Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) for knee pain and a device interrogation revealed the right ventricular (rv) lead to have a sudden rise in threshold. There was no treatment and will be rechecked in office. The rv lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.